Event description:
It was reported that a patient implanted with an impella 5.5 experienced labile blood pressure. The patient was transfused fluid and blood products. The groin site was surgically closed and a jp drain was placed in the oozing axillary site. The patient continued to be hemodynamically tenuous. The patient was in sinus tachycardia and an echocardiogram showed the pump was positioned deep and close to the anterior wall. A sandbag was placed at the insertion site due to bleeding. The patient was also treated with dobutamine and levo. The pump flow was reduced in response to suction, and the pump was repositioned. Due to decreased hemoglobin the patient was transfused one unit of packed red blood cells. The patient's blood culture was positive so the swan was replaced. Heparin was withheld due to a nosebleed and hematuria. Upon explantation clots were observed on the pump inlet.

Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis. The root cause of the pump suction was most likely use related due to improper positioning based on provided clinical details and data log analysis. The root cause of the access site bleeding was not determined due to inconclusive evidence from the provided clinical details and unreturned product for further evaluation. The root cause of the thrombosis, tachycardia, and infection was unable to be determined due to insufficient clinical details. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.